Manufacturer narrative:
(B)(4). Damaged obturator cannula. Evaluation summary: the analysis results of the b5lp found that it was received with the obturator cannula bent at proximal. Although, it could not be determined what may have caused the finding, a possible cause is inadvertently to put weight or drop down a heavy surgical device over the cannula of the obturator. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that prior to a procedure, when the device was pulled for a case, it was noticed that the shaft of the obturator was bent inside the package. It was bent at a 45 degree angle. The trocar was not used and will be returned.